Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field safety technician during preventive maintenance that cardiosave intra-aortic balloon pump (iabp) fans identified louder than usual. No patient involvement and no injury or harm reported.

Manufacturer narrative:
Updated filed: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. The fse that encountered the issue replaced the cable assembly fans, vacuum tube assembly and the pressure tube assembly as a precaution. The fse completed a full functional checkout without issue. The failure analysis and testing dept. Received parts with a reported unit failure of loud fans and the tubing were replaced as a precaution. The fat performed a visual inspection and found the parts to be in good condition. The fat installed cable assembly fans in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Both fans had a loud noise when spinning. Confirmed the reported failure. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.